Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The breakout interface was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 12, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported can be attributed to a nonconforming component on the breakout interface. However, how and when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The interface printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample confirmed that the component was nonconforming. However, how and when the component inductor became nonconforming cannot be determined conclusively. The state of the returned sample precluded it from functional testing. The root cause of the reported can be attributed to a nonconforming component on the breakout interface. However, how and when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A doctor reported an issue with the laser before a procedure. There was no patient involvement. The case was performed with an alternate laser. Additional information has been requested.